Event description:
Customer reported that she had unexplained high blood glucose and paramedics where called to assist her do to her passing. Customer stated that she was hospitalized due to the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.